Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2022 and (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. Reportedly, the patient did not recall exact dates but stated that it was least once to twice a month. At the time of the incident, his blood glucose level was 100 mg/dl - 200 mg/dl. The infusion set had been used for less than 30 minutes or before insertion. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.